Event description:
A surgeon reported that 25 pts experienced corneal edema following cataract surgery. Two of these pts had continuing systems. Add'l info has been requested. There are three medical device reports associated with these events. This is the first of three reports and is for the 23 unidentified pts.

Manufacturer narrative:
The product was not returned for analysis. The batch records review showed that all testing results were within specification. No other adverse reactions have been reported for this lot. Add'l info was requested on (B)(4) 2011 by email. A completed questionnaire has not been rec'd. (B)(4).